Manufacturer narrative:
Third-party service center.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a ventilator service required alarm was observed. The device's detachable battery and internal battery were replaced to address the issue.